Event description:
It was reported that during a procedure using a coblator ii controller, the surgeon claims the foot pedal was inadvertently pressed causing the wand to activate unintentionally while inside the surgical site. This issue resulted in the wand ablating the patient's lingual artery, which caused unintentional bleeding. The bleeding was stopped and the procedure was completed without further complication. No additional details have been provided regarding this incident or the patient outcome.